Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, there is no indication of a product quality issue. A definitive cause for the reported patient effect of thrombosis cannot be determined. The reported patient effect of emboli (thrombus), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effect of thrombosis and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the thrombus. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. The first clip was implanted successfully. A second clip delivery system (cds) was advanced to the mitral valve and a clot was noted on the clip arms. The cds was removed. The clot was removed as it remained on the clip. No treatment was performed and there was no clinical symptoms due to the thrombus. A new cds was advanced and the clip implanted successfully. Two clips were implanted, reducing the mr to 1-2. After the procedure, the patient was extubated and confirmed to be stable. No additional information was provided.